Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm reported. Manufacturer's ref. (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. The ventilator was investigated on site by our field service engineer. According to service report the unit had technical errors indicating powers error and barometric pressure error. However, despite several reminders, we didn't receive the confirmation of part replacement nor the part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established.